Manufacturer narrative:
The customer¿s report of a possible over infusion was not confirmed. The customer provided a guardrails dataset, however without the associated pcu event log, the exact programming and drugs used could not be determined. The pump module event log ends at (B)(6) 2015, and, therefore, does not contain logs for the provided event date. In addition, the customer reported the pump module was infusing at the rate of 75ml/hr at the time of the event; the pump module event log only contains history of the device infusing at the rates of 1, 4, 250, and 999ml/hr. Therefore it is determined the event was not captured on the provided pump module event log and no log review can be performed for the reported event. The root cause of a possible over infusion was not determined. No devices or applicable event log files were provided by the customer for investigation.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a pump was programmed to infuse 1 liter of normal saline at a rate of 75ml/hr at 1730. At 1835 the rn noticed the pump was alarming "air in line" and the bag was empty. The pump displayed 85.49ml had infused. There was no report of patient harm.